Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, and a minor scratched lcd window.

Event description:
The customer reported via phone call that he thinks his insulin pump is releasing too much insulin and then not enough insulin. Customer stated that his blood glucose was 459 mg/dl on saturday and then it was low at 21 mg/dl yesterday. Customer ended up in an accident. Customer mentioned that he just came from his health care professional and his blood glucose was at 432 mg/dl. Customer stated that he bolused with the pump to bring it down. Customer does not feel comfortable with the pump at this time. Customer declined troubleshooting because he knows why his blood glucose is going high and why it is going low. Customer stated that he has had his pump for a while now. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will return the pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation; the insulin pump passed the displacement accuracy test.